Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The actual sample was not available; however, a companion sample has been received for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing and clear passage testing was performed with no issues noted. Functionally hand tightened a lab titanium adapter to set with difficulty noted. Sample was confirmed for the reported problem. Dimensional inspection of the returned transfer set sample identified that the inside diameter of the catheter adapter shroud was below nominal. Improvements were made to the mold and molding department procedures. A follow-up report will be filed if any additional relevant information becomes available.

Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a uv flash transfer set. The doctor stated that the patient connector was not connected with the titanium adapter well when the customer changed the transfer set. The doctor reported that a gap was observed at the junction. There was patient involvement. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.